Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the distributor¿s field service engineer (fse) that cardiosave intra-aortic balloon pump (iabp) was displaying an error message "power up test fails code # 3." There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (type of investigation, investigation findings, component codes, investigation conclusions, medical device ¿ problem code) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) checked and found a problem with motor controller pcb (0670-00-1159) which has been replaced now with new one. After that all the functional tests have been performed which were passed and found in acceptable range. Unit has been tested thoroughly around 3 hours with system trainer and found working in satisfactory condition. Unit has been handed over to customer in satisfactory working condition